Event description:
It was reported that, during capacitor maintenance test, noise oversensing was observed. No inappropriate therapy was delivered. A new capacitor maintenance with tachy therapy turned off did not reproduce the noise. Programming changes were made. The patient was monitored. No further information available at this time

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.